Event description:
Pt's wife called and states husband was loading things into the garage sale and just collapsed in sudden death. They were unable to revive him. Coroner wrote down myocardial infarction as cause of death possibly due to a heart valve. No autopsy was performed.